Event description:
It was reported to philips that the display screen powers up but nothing is visible on the screen. An authorized support engineer was dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty processor pca, power pca, display cover and kit display. Replacement parts were ordered for the customer. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca, power pca, display cover and kit display. Confirmed the replacement parts were shipped and delivered, and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the display screen powers up but nothing is visible on the screen. There was no patient involvement.